Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the high definition lcd monitor screen crashed, and the power turned off during a diagnostic upper endoscopy procedure. There was no delay, and the procedure was completed using the same set of equipment. There was no patient harm associated with the event.

Manufacturer narrative:
The device was evaluated, and the customer¿s allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.